Event description:
No new information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Update fields: d8, e1, e2, e3, h3, h4, h6, h11 the device was returned to olympus for evaluation and the reported failure was not confirmed. Based on the results of the investigation, no root cause was established because malfunction was not reproduced. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the connecting section between the camera head and the cable contained something white. The issue occurred during reprocessing. There was no patient involvement.